Event description:
Procedure type: unk. According to the reporter: the balloon broke, unable to continue with this product. No pt injury was reported. No add'l info was available.

Manufacturer narrative:
(B) (4).